Manufacturer narrative:
The customer¿s report of a leak at the connection of the texium on the secondary set to the smartsite of the primary set was not confirmed. The primary set was visually inspected including inspection of the surfaces of both smartsite ports under magnification and no anomalies or evidence of damage were observed. Functional and pressure testing resulted in no leaking on any part of the set or its components. The root cause was not identified. The mating secondary set was not returned for investigation.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while infusing irinotecan there was leaking from where the texium on the secondary set connects to the smartsite of the primary tubing. There was no patient harm.